Event description:
It was reported the customer had a physical damage to their insulin pump. Customer stated the insulin pump was dropped and ran over by a car. The customer's blood glucose was 144 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit received with physical damage, cracked and bleeding lcd glass. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip.